Manufacturer narrative:
H.6. Investigation: when the airtightness of the actual product (the relevant jis standard: no water leakage by pressurization for 15 minutes) was confirmed, liquid leakage was observed from the lower part of the filter. Therefore, we asked the manufacturer of the filter to investigate the parts. According to the results of a survey by the filter manufacturer, leaks were generated from the welded portion of the filter housing, and welding defects were observed at the leak point where the welded end was thin. As a result of checking all the production related records, no record of nonconformity was found, but from the condition of the welded part of the actual product, the welded end became uneven due to the product being welded without being positioned correctly vertically. , it was estimated that the leak occurred from the thin part. The manufacturer of the filter from our company is very careful with the manufacturer, the improvement measures (possibly the possibility of malfunction of the cylinder built in the welding machine, and all replacement of the cylinder) have been implemented at the production site. We confirmed in the defect investigation report from the manufacturer and the vendor. In addition, we will carry out sampling inspections not only at the time of shipping test but also at the time of receiving the filter member for the time being, and will strengthen monitoring to prevent the recurrence of similar events.

Event description:
It was reported that the IV set/n35/j/20drop/1cq/f/w/std/50cmll experienced leakage. The customer stated, "after priming by granisetron(antiemetics), hcp confirmed leakage from above the filter. The sales rep confirmed damage above the filter however the hcp is not sure whether the drug leaked from there."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is atom. This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the IV set/n35/j/20drop/1cq/f/w/std/50cmll experienced leakage. The customer stated, "after priming by granisetron (antiemetics), hcp confirmed leakage from above the filter. The sales rep confirmed damage above the filter however the hcp is not sure whether the drug leaked from there."